Event description:
It was reported that the patient was admitted for a driveline infection. Admission labs showed that the patient was hyperglycemic and had glucose levels of 798. Patient stated that they were unable to afford their insulin and had not taken it in "some time". The patient dropped their controller while not wearing their anchor. The patient had redness and drainage since. Patient had elevated international normalized ratio (inr) which was difficult to manage. The inr was 4.3 and patient was transfused 2 units of fresh frozen plasma and warfarin was put on hold.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was put on daptomycin for driveline infection and had critical creatine phosphokinase values.